Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Customer reports that the image is not clear even while changing the features.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the image is not clear even while changing the features was unconfirmed: the scanner works as it should. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation. A history review of serial number dydyad042 showed no other similar product complaint(s) from this serial number. H3 other text : evaluation findings are in section h.11

Event description:
Customer reports that the image is not clear even while changing the features.